Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt said about a year after implant date, pt was still having pain, so spinal cord stimulator(scs) had to be moved from their left side to their right side; pt said they were receiving pain for quite "awhile" (event date unknown). Pt said the scs "may have laid on a nerve. Pt said the scs was moved to their right side and had been working great. Patient services specialist documenting reported event.